Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The index procedure treated the 75% stenosed target lesion located in the distal circumflex artery. After pre-dilation with an non bsc balloon, the physician attempted to place a 2.5x32mm taxus liberte stent but was unable to cross the target lesion. Several attempts to cross the lesion were made. Upon removal of the device, stent damage was noted. The procedure was successfully completed with another 2.5x32mm taxus liberte. No pt complications occurred and the pt's condition was listed as "good".

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the info from that review, a supplemental medwatch will be filed. (B)(4).